Event description:
In 2009, insertion of jackson pratt #10 drain inserted. The following month, removal of jackson pratt drain. The same day, debridement of neurotic wound. Short piece of the jackson pratt drain found & removed. When removed, piece of drain remained in the wound. Diagnosis: I&d of postoperative abdominal wound hematoma.